Manufacturer narrative:
Concomitant medical products: 1258t lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high right ventricular (rv) lead thresholds led to premature battery depletion. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced, and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.